Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab leaked. This was the only info at the time of the report. On 2/3/98, the following was reported to datascope: the iab leaked and the iabp was placed on stand-by. The iab was removed and a c-clamp was applied to the right groin. It was unk if there were any pt complications as a result of the event. It was reported that the pt expired on 10/7/97 at 3:35 pm. [Event complications]: unk-reported 11/11/97 and 2/3/98. [Pt's current status]: expired on 10/7/97.